Event description:
Customer reported that erroneous electrolyte results were generated by the unicel dxc 800 synchron system. It is not known if the system was within calibration prior to the event. The results were not reported out of the lab. No specific details were provided for this event. There was no change to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call was initiated or performed. Accordingly, no system eval was performed. The customer service rep discussed sample integrity with the customer. No further info is available. No system eval was performed, accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.